Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify "a piece of the trocar broke off." What portion of the trocar are you referring to? Was the sleeve broke? Or was the seal broke off? Were all parts retrieved from patient? Is the piece being returned with the device? If not, what happened to the piece? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a gastric bypass procedure, a piece of the trocar broke off. The piece fell into the patient. It is unknown how the procedure was completed and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D4: batch # u40g0z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b5lt device was returned without the original packaging. Upon evaluation of the device, the sleeve was observed to be broken and the tip of the trocar was returned in a plastic bag. It is possible the broken sleeve damage was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the event reported. Complaint information will be included in our complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.